Manufacturer narrative:
Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that in (B)(6) 2023 the patient required had non-sustained ventricular tachycardia and hypertension. The patient had no history of arrythmia before implantation. It was unknown if the arrythmia was device related. No implantable cardioverter defibrillator (ICD) was implanted prior to the pump.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and unique device identifier (UDI). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C, and the heartmate 3 patient handbook, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure measurement¿, also states that post-implantation hypertension may be treated at the discretion of the attending physician and any therapy that consistently maintains the mean arterial blood pressure below 90 mmhg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.